Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel below the knee. A 1.2mmx15mmx142cm coyote fc balloon catheter was used for dilation; however, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.